Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and confirmed the reported issue. It was determined that the battery was exhausted. The customer replaced the battery onsite with a spare battery. The customer wanted to order a replacement battery, however, the device has reached its end of life (eol) and there are no replacement parts available. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the battery is faulty. There was no patient involvement.